Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The hp stated that the patient line had a lot of air bubbles in it. Renal therapy services (rts) assisted the hp with ending therapy, cassette removal and to start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.